Event description:
It was reported that when a defibrillation energy level is selected, the device hesitates before beginning to charge. The amount of time the device hesitates was not reported. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported problem could not be determined.